Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was alleging insulin pump was over delivering. It was reported that the customer experienced low blood glucose and treated with the juice. Customer experienced symptoms related to low blood glucose such as shaking, stomachache, dizzy. It was stated that the customer was alleging insulin pump was over delivering because customer's blood glucose was dropping very low out of nowhere and unsure why. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.